Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image was blurred, very poor quality. The issue was found during an unspecified procedure which was completed using the same set of equipment. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. The investigation found, the connector seal was damaged. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was blurred, very poor quality. The issue was found, during an unspecified procedure. Which was completed using the same set of equipment. No reports of patient harm.